Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to atrial fibrillation with rapid ventricular response. The physician will perform the programming changes. The patient was asymptomatic and stable after the event.